Event description:
Transverse/posterior approach decompression instrumentation spinal fusion of l3-s1 using medtronic's rhbmp-2 off-label has just been made apparent after 12 years of battling complications stemming from "failed back surgery," exploratory revision operation was done 5 weeks post-operatively on (B)(6)2005 and infuse was also used during this procedure. Complications ranging from permanent nerve damage and radiculopathy, ectopic bone growth, vascular damage leading to chronic dvt, post thrombotic syndrome. May-thurner syndrome resulting in stent placement, bilateral pulmonary embolism, chronic degenerative disc disease, pain and suffering, financial burden, decreased quality of life due to disability (pain, swelling, altered gait, and much more).